Manufacturer narrative:
Based on the current information provided, the cause of the alleged intra-operative complication cannot be determined. There is no indication or allegation that a malfunction of a da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received about the event. Per the da vinci si system user manual, the following caution and warning are noted: caution: ensure all installed instruments are visible in the surgeon console view before proceeding to prevent inadvertent harm to the patient. Warning: for patient safety, the surgeon must not match grips nor move instruments whose tips are not visible in the stereo viewer. Failure to observe this warning can cause serious harm to the patient. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. The log review supports the customer claim that there was no system issue during the case. A review of the instrument logs reveal that the following instruments were used during the case and have not been used in subsequent procedures: maryland bipolar forceps (part #420172-17; lot #n10180905-865) and site reviews have shown that no complaints were filed against the instrument. Cadiere forceps (part #420049-09; lot #n11170105-935) and site reviews have shown that no complaints were filed against the instrument. Monopolar curved scissors (part #420179-23; lot #n13190610-126) had zero lives remaining at the conclusion of the procedure and site reviews have shown that no complaints were filed against the instrument. As of (B)(6) 2020, a review of the site's complaint history does not show any additional complaints related to this event. On (B)(6) 2020 an isi internal medical safety officer provided the following after reviewing the case information: "based upon the information provided it is unclear if the da vinci system and/or instrumentation may have caused or contributed to the patient¿s mortality." The isi internal medical safety officer also noted, "the cause of the injury to the myocardium resulting in uncontrolled bleeding that led to the patient¿s mortality is unclear. Surgeon error may be the cause of the myocardial injury as indicated by the following statements, ¿full vision was poor¿ and ¿the tips of the instruments used during the case were not in view at all times.¿ this complaint is being reported due to the following conclusion: during a da vinci-assisted thymectomy procedure, the patient's myocardial tissue was perforated and as a result, the surgeon made the decision to convert to open surgery. The patient reportedly expired in the or from cardiac arrest although ¿electro shock¿ and CPR were performed. Also, although there is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred, the cause of the intra-operative complication is unknown. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable implant date is blank because the product is not implantable the initial reporter's name and address are not available for the initial reporter.

Event description:
It was initially reported that during a da vinci-assisted thymectomy procedure, the patient's myocardial tissue was injured. In addition, the case was converted to open surgery. The cause and severity of the intra-operative complication were not provided. In addition, it was unknown what medical intervention was administered due to the intra-operative complication. On (B)(6) 2020, intuitive surgical, inc. (Isi) received the following additional information regarding the reported event: the injury to myocardial tissue was a perforation which resulted in bleeding. It is unknown what surgical task was being performed when the injury occurred. However, according to the reporter, the tips of all the instruments used during the case were not in full view at all times. According to the reporter, the customer did not initially believe an instrument caused the injury and explained that the ¿movements of the instruments where slow and controlled as the full vision was poor.¿ there was no malfunction of a da vinci system, instrument, or accessory. At the time the injury occurred, the removal of the thymus had almost been completed. The surgeon is uncertain as to the cause of the intra-operative complication. After the injury was identified, the surgical staff converted to open surgery and once the injury was identified, attempts were made to control the bleeding and repair the injury. Additionally, ¿electro shock¿ and CPR were performed. However, the patient ultimately expired in the or. The procedure was recorded on video. However, it is unclear if the video is available for isi to review. The case was being reviewed in the morbidity and mortality committee of the hospital. On (B)(6) 2020, isi received the following additional information regarding the reported event: the surgeon did not place the ports in the wrong locations. The patient's body habitus contributed to the poor visualization since it was noted that there was a lot of fat. The patient had undergone a previous unspecified procedure to remove a thymoma. However, it is unknown how long ago the procedure was performed. There were no reports of uncontrolled or inadvertent movement of the system or instrumentation during the da vinci-assisted surgical procedure. There were no unguided instrument exchanges.